Event description:
Servo I ventilator will not function while connected to ac power, but will function correctly while powered by the battery. When servo I was plugged into ac power without unit powered up the ac/dc convertor board had smell and trace of smoke.